Manufacturer narrative:
One 138102 was received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found that there was no seal opposite the chevron side. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 27 complaints regarding 103 devices for this device family and failure mode. During the same time frame 2,403,180 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00004 per the instructions for use, the user is advised the following; - these devices should be inspected before and after each use. - these device should never be used when, there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported (1) 138102, universal disposable electrodes, are expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor in (B)(6) rejected one (1) 138102, needle electrode, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.